Manufacturer narrative:
Super poligrip is manufactured in (B)(4). The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of gagging in a (B)(6) female pt who received super poligrip ultra fresh denture adhesive cream (B)(4) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip. At an unk time after starting super poligrip, the pt experienced gagging, device misuse, product complaint, gum sensitivity and gum irritation. Treatment with super poligrip was continued. At the time of reporting, the events were unresolved. Consumer reported product complaint of super poligrip not holding and device misuse by having to re-apply it and applying more than shown on the label. Follow-up was received on (B)(6) 2010 which upgraded the case to serious. Consumer reported, she had a skin lesion on her tongue which was removed. Consumer was told, it was cancer in her tongue. Consumer reported skin disorder that the skin keeps growing where the lesion was removed. This case was considered medically serious by gsk. At the time of reporting, the event was unresolved.